Event description:
It was reported that patient reached target temperature of 36c at 4:30 in the arctic sun device, but now patient temperature was 36.9c and device was not cooling patient. Nurse stated that water temperature was 31.5c and they were receiving alert 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 31.6c, outlet control temperature (t2) was 31.5c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 3.9c, water flow rate was 2.1 l/m, inlet pressure was -7 psi, circulation pump command was 62 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 2193.3 and pump hours were 2031.2. Mss advised the nurse to send the device to biomed labeling it as alert 113 (reduced water temperature control) and mixing pump. Nurse noted that they only had 2 devices and the other device was also experiencing same issue. Mss recommended the nurse to speak with physician about alternate method for cooling. Arctic sun device was sent to biomed. And biomed sent in a data file showing a failed mixing pump. Per additional information received on (B)(6) 2022, biomed had the second arctic sun device and the data files of it showed a failed mixing pump and biomed requested a quote for the 2000 hours service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump failure. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient reached target temperature of 36c at 4:30 in the arctic sun device, but now patient temperature was 36.9c and device was not cooling patient. Nurse stated that water temperature was 31.5c and they were receiving alert 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 31.6c, outlet control temperature (t2) was 31.5c, inlet temperature (t3) was 38.8c, chiller temperature (t4) was 3.9c, water flow rate was 2.1 l/m, inlet pressure was -7 psi, circulation pump command was 62 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 2193.3 and pump hours were 2031.2. Mss advised the nurse to send the device to biomed labeling it as alert 113 (reduced water temperature control) and mixing pump. Nurse noted that they only had 2 devices and the other device was also experiencing same issue (sn#(B)(6)). Mss recommended the nurse to speak with physician about alternate method for cooling. Arctic sun device ((B)(6)) was sent to biomed. And biomed sent in a data file showing a failed mixing pump. Per additional information received on 19jul2022, biomed had the second arctic sun device (sn#(B)(6)) and the data files of it showed a failed mixing pump and biomed requested a quote for the 2000 hours service and a loaner.